Event description:
User facility reported that during inspection of th listed in situ tracheostomy tube, lacerations were found on the tube's silicone material. Following discovery of the damage, an emergent exchange of the tracheostomy tube was performed. The report states that the lacerations in the silicone appear to correspond with the tube's inner metal coil. There were no permanent adverse effects to patient reported.

Manufacturer narrative:
Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.